Manufacturer narrative:
Additional: h2, h3, h6.

Event description:
The customer reported alarm - error codes / messages. 242.4030. Replaced ail and still did not resolve issue. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported alarm - error codes / messages. 242.4030. Replaced ail and still did not resolve issue. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported alarm - error codes / messages. 242.4030. Replaced ail and still did not resolve issue. There was no patient involvement.

Event description:
The customer reported alarm - error codes / messages. 242.4030. Replaced ail and still did not resolve issue. There was no patient involvement.

Manufacturer narrative:
The failures leading to motor stall (error code 242.4030) was confirmed and replicated during testing. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they: replaced bad motor control board for alarm - error codes / messages. Keypad recall completed the failure code other was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient based on the findings, service determined that the probable cause of the reported issue was due to electrical failure of the motor control board. A review of the device history record showed the device had a manufacture date of 22/oct/2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for sn (B)(6), did not confirm similar complaints with the same or related failure mode for this customer.